Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes, low out of range impedance, and loss of capture (loc) during a wound check for the patient's recent implant. It was also stated that pacing from the lead caused extreme pain for the patient. It was noted that the lead had dislodged. The physician advised the patient to go to the emergency room to get the lead revised. The boston scientific representative reprogrammed the device and turned off therapy for the patient until the lead revision that occurred the following day. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes, low out of range impedance, and loss of capture (loc) during a wound check for the patient's recent implant. It was also stated that pacing from the lead caused extreme pain for the patient. It was noted that the lead had dislodged. The physician advised the patient to go to the emergency room to get the lead revised. The boston scientific representative reprogrammed the device and turned off therapy for the patient until the lead revision that occurred the following day. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes, low out of range impedance, and loss of capture (loc) during a wound check for the patient's recent implant. It was also stated that pacing from the lead caused extreme pain for the patient. It was noted that the lead had dislodged. The physician advised the patient to go to the emergency room to get the lead revised. The boston scientific representative reprogrammed the device and turned off therapy for the patient until the lead revision that occurred the following day. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the lead was explanted and returned for analysis. No additional adverse patient effects were reported.